Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample from cobas e411 analyzer serial number (B)(4). The initial result was 26 miu/ml which the physician thought was very high for the patient. The patient was under treatment and the physician though the result would be high, but not this high. The sample was repeated on the same e601 and another e601 analyzer and the results were the same. No specific data was provided. The sample was then repeated on an abbott analyzer and the result was 16 miu/ml. The patient was not adversely affected. All values generated with the roche and abbott analyzers are above the normal reference ranges for the respective assays. Differences between the results may be due to the different methodologies and antibodies used in the different testing methods.

Manufacturer narrative:
A specific root cause could not be identified as no sample was available for further investigation. From the provided information, a general reagent issue was not suspected. Differences between the results may be due to the specific glycosylation patterns of tsh and the different recognition of this by the two methodologies or due to the presence of specific factors that affects the immunological components of one of the assays.